Manufacturer narrative:
This event continues to be investigated and a supplemental report will be filed if add'l info is obtained. Although there was no report of a product malfunction, the v.a.c. Therapy unit was subsequently returned to kci and inspected per quality control procedures. The unit met specifications.

Event description:
It was reported that a pt with multiple co-morbidities, including end stage renal disease, congestive heart failure, peripheral vascular disease and anticoagulation therapy received v.a.c. Therapy for a surgical leg wound in 2009, when the pt experienced bleeding upon the removal of the v.a.c. Dressing.